Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that the death was not related to the lead. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The baseline gender/age characteristic is male/54 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿removal of subcutaneous defibrillator shocking coils: lessons to learn for future extraction of subcutaneous defibrillator systems.¿ pace - pacing and clinical electrophysiology. 2018; 41(10):1341-1344. Doi://10.1111/pace.13481. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there was one patient death reported within 30 days of the procedure due to ¿overwhelming sepsis from endovascular lead infection.¿ according to the author, removal of all leads was ¿successful.¿ of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information.